Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer's representative reported that there was an alleged overdischarge (od) on the patient's implantable neurostimulator (ins). Communication could not be established with any external devices. It was noted that the patient had dementia so it was not known how long the patient may have been in the od condition. The patient had an unrelated fall (there was no change in therapy) and they were unsure if they had damaged the device but this seemed to be when they had stopped charging. Non-compliance was why recharging was not maintained. Information received on may 11, 2016 received from the representative reported that the patient had performed six physician recharge mode (prm) procedures and the ins would still not charge normally and there was no response from the device. The patient did use the antenna locate (al) feature to optimize positioning of the recharger antenna. Follow up information obtained on may 12, 2016 reported that 2 more attempts were made to resolved the od but there was no resolution. It was noted that at this point the patient wanted to get a non-rechargeable model ins. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.